Event description:
Pt developed flu-like symptoms and a fever of 102 degrees. On 8/12/96, pt was allegedly using an unscented super absorbency menstrual tampon when she became ill. Pt recovered from her illness with no residual effects.